Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
The following was reported the scope was cloudy. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: during technical investigation the following was observed: during the visual inspection, severe abrasion was detected in the rod lens system, which may have been caused by ultrasonic cleaning. Furthermore, the distal solder joint has been chemically attacked but is intact. Moisture has penetrated the rod lens system. Further examination revealed a leak between the eyepiece bridge and the base housing. The use of ultrasound can promote leakage, allowing moisture to penetrate the system and negatively affecting imaging. We consider the leak to be a manufacturing defect. The chemical damage is due to a processing error. Appropriate warnings and instruction for reprocessing and visual inspection / functional check before use are already included in the corresponding instruction for use and the corresponding reprocessing instructions. In addition, a warning that the device is not suitable for ultrasonic cleaning is mentioned there. This event is filed under internal complaint ID_(B)(4).